Event description:
The mother of a (B)(6) female pt called zoll customer support to report that one of the pt's batteries wasn't powering up the pt's monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is complete. The reported problem (will not power a monitor) was confirmed. Upon investigation, the battery pack was unable to power up a monitor. The battery connector was physically damaged, which prevented the battery from properly connecting to a monitor. The root cause for the damaged connector could not be positively identified, but was likely excessive force. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.